Event description:
The reporter indicated that a 13.2mm, vicmo13.2 -18.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens opacity was observed on (B)(6) 2023. On (B)(6) 2023 the lens was explanted, it was reported that phaco-emulsification (cataract surgery) and iol implantation was performed. Problem resolved. In the reporters opinion the cause of this event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).